Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, when the clipper and hand instrument was introduced, the membrane was broken. There was no patient injury.